Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. In response to FDA report number: mw5088629. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was/is deflation.

Event description:
Patient reported a unknown side ¿implant rupture¿, ¿pain¿, ¿pain in breast¿, ¿body aches¿, ¿lymph nodes pain¿, ¿breast pain¿, and ¿unexplained mass on breast." The following reported events have been deemed not device related: ¿extremely fatigue¿, ¿memory problems¿, and ¿sick, weak¿. The side of this record is unspecified. The device remains implanted.